Event description:
The customer reported an over exposure lasting 12 seconds during an ankle procedure with pt involvement, therefore, this malfunction may have resulted in a possible aro. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and lemo connector were replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.